Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 3l eva tpn bags leaked from the twist-off connection to the port tube. This was discovered after filling the bags with an unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs of the samples were provided for evaluation. The returned photographs showed evidence that a leak was occurring between the bag port and the blue bag connector. The reported condition was verified. The cause of the reported condition was a manufacturing issue related to lack of solvent between the blue bag connector and the bag port. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.